Manufacturer narrative:
The returned device was evaluated and no bend or kink was observed in the cannula, however, the investigation did find evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the mfg process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
Time: 6:47am, blood glucose (mg/dl): 237, bolus (units): 2.90u; 9:38am, 325, 4.00u; 10:10 am - pod alarmed and removed. The customer reported that the cannula was bent.